Manufacturer narrative:
The reported field event of noise oversensing was not confirmed in the laboratory. The device was tested on the bench, and no anomalies were found.

Event description:
It was reported that the patient was admitted to the hospital for ventricular tachycardia. The patient had an ablation procedure, which caused the device to exhibit noise and resulted in episodes of mode switch. Later, the device was explanted and replaced for an upgrade. There were no consequences to the patient.